Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 7.5 mg/ml for a total dose of 0.3784 mg/day and bupivacaine 20 mg/ml for a total dose of 1.009 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 an elective replacement indicator (eri) catheter dye study was performed to check for system integrity before pump replacement. A catheter dye study was performed on (B)(6) 2018 and the study failed. It was indicated that they were unable to aspirate meaning the catheter was at least partially occluded and will need to be replaced during pump replacement. On (B)(6) 2019 the catheter was revised where the occluded part was cut off and new connectors were used. The part of the catheter that was removed was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.